Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 40mm apex¿ balloon catheter was advanced over a non-bsc guide wire. However, it was noticed that the balloon was locked on to the guide wire. Everything was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the apex balloon catheter was received with an unidentified guidewire in the wirelumen. The inner shaft within the balloon and the balloon were buckled/bunched. The distal tip of the catheter was damaged. The guidewire could not be withdrawn from the catheter due to the buckling of the shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 40mm apex¿ balloon catheter was advanced over a non-bsc guide wire. However, it was noticed that the balloon was locked on to the guide wire. Everything was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.